Event description:
The pt received two leads (from the same lot) as part of his scs system. It was reported the pt felt ineffective stimulation and complained to his physician about his lack of pain relief. It was reported the pt's stimulation and pain coverage had not changed since his scs trial. It was reported the pt would like his lead replaced with a paddle lead and is consulting with surgeons regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.